Event description:
During the laying of the stent, when removing the PICC, the end remained in the stent in the patient. Increase the duration of the procedure which makes a risk for the patient. Take the end out with a lasso. Although patient outcome and additional procedural information were requested, none have been provided by the reporter.

Manufacturer narrative:
(B)(4). Event evaluation: still under investigation.